Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8010797. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for spinners.

Event description:
It was reported that during use of the bd¿ insulin syringe the worker reported that when triggering the safety lock of the insulin syringe, she felt it was stiffened. Her finger passed over the needle and she was poked by the needle. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: information received by email on 5/6/2019: there was a work accident to the health professional. The contributor when was doing the correction of the glucose in the patient, after the needle safety lock, the finger passed on directly and took a needle stick. The contributor relates that was a resistance in the lock. The safety lock was fired but it was physically hard.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ insulin syringe, the worker reported that when triggering the safety lock of the insulin syringe, she felt it was stiffened. Her finger passed over the needle and she was poked by the needle. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: information received by email on 5/6/2019: there was a work accident to the health professional. The contributor when was doing the correction of the glucose in the patient, after the needle safety lock, the finger passed on directly and took a needle stick. The contributor relates that was a resistance in the lock. The safety lock was fired but it was physically hard.